Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00640 for intraocular lens used with this delivery device.

Event description:
The lens did not advance correctly into the delivery device during insertion into the patient's eye. Another lens was used to complete the procedure.